Manufacturer narrative:
(B)(4). This lot was manufactured may 28, 2014 to may 29, 2014. Occurrence date was not known, however it is known that the event occurred between (B)(6) 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deliver its contents to a patient. The device was filled with fluorouracil. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.